Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the proximal and middle section of the pipeline failed to open. The curve in the syphon was very tiny and maneuvers were not successful to open the device. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed and removed with the microcatheter. The pipeline was positioned in a bend. The device was not used off-label and the pipeline was prepared as indicated in the IFU. The angiographic result post procedure showed the proximal end of the device did not totally open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the paraophtalmic ica left with a max diameter of 4.5mm. It was noted the patient's vessel tortuosity was moderate. Ancillary devices include: neuron max sheath, terumo guide catheter, phenom 27, and a terumo guidewire.

Manufacturer narrative:
Product analysis:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ as found condition: the pipeline vantage embolization device was returned for analysis within a shipping box, within a plastic pouch, within an opened pipeline vantage outer carton (b249648), within an opened pipeline vantage inner pouch (b249648), and within a dispenser coil. ¿ visual inspection/damage location details: the pipeline vantage embolization device was returned within its introducer sheath. No damages were found with the introducer sheath. The pipeline vantage embolization device was pushed out from within its introducer sheath for further evaluation. No bends or kinks were found with the pusher. The pipeline vantage braid was found open. Both ends of the braid were found damaged (frayed). The pusher sleeves and tip coil were found in good condition. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open¿ report could not be confirmed as the device has been fully deployed and re-sheathed. It is possible the damage found with the pipeline vantage braid, the placement of the braid in a vessel bend, or the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Damage to the pipeline vantage braid can occur if the device is advanced/retrieved against resistance. However, the cause for the damages could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.